Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was inspected upon receipt to show that the water port was deformed, and with no anomalies found in other section of the device. The sample was then installed into a circuit and saline solution was circulated with a flow rate of 7l/minute. No leakage was observed. The blood channel was filled with colored saline solution, the blood outlet side was clamped and pressure of 2 kgf/cm2 was applied. No leakage was observed. The water channel was filled with colored water, with the water outlet side clamped, and a pressure of 3 kgf/cm2 was applied. As a result, no leakage was found. The affected sample was found to not leak during testing; therefore, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed a leakage at the oxygenator side. It is unknown if there was a delay in the procedure, if the procedure was completed successfully or if there was any effect on the patient results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. *no patient involvement

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 4, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added new information); d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h3 (device evaluation anticipated by manufacturer, but not yet begun (02); h6 (added adverse event problem 4582). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received indicates that, there was a slight delay, the product was changed out, and the surgery was completed successfully with no blood loss, and patient effect.